Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two endeavor sprint drug eluting stents were implanted in the proximal lad. Approximately 8 months post index procedure, the patient suffered from coronary heart disease. The patient was treated with medication and a diagnostic angiography showed that the patient had in-stent restenosis (40%) at the proximal lad (definite stent thrombosis). The patient recovered. It was reported that it was unknown if the ae was related to the study device.